Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an infection on (B)(6) 2019. On (B)(6) 2019, the pacemaker system was explanted successfully. The patient was treated for infection and was in stable condition. Related manufacturer reference number: 2017865-2019-17287, 2017865-2019-17288.